Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter was overheating and was hot to the touch while plugged in and charging. Customer's blood glucose value was 120 mg/dl. Replacement adapter was sent to customer.